Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, and rupture.

Event description:
Patient reported "rupture and silicone leak confirmed, silicone found in axillary lymph nodes, very unwell, hypertension, tingling in left arm/hand, lethargy, lumps in armpit and change in shape of breast. Weight loss and skin rashes. Episode of vertigo and a week later chest pain. Becoming sob and having tightness in the chest. Eyes to be ¿wobbly¿ at times" against right side device. Device remains implanted.